Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the acetabular cup associated with this report was not received for examination. There is however sufficient other information in order to confirm a disassociation event attributed to inadvertent use error associated with the poly liner. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address liner disassociation. Doi: unknown, dor: unknown, affected side is unknown.